Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 8mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified a shaft kink approximately 270mm proximal from the distal tip. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula. A 7.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the second dilation. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula. A 7.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the second dilation. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6). Investigation results: device technical analysis upon receipt at our post market quality assurance laboratory, a visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 8mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified a shaft kink approximately 270mm proximal from the distal tip. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a review of the pcb 2cm device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Manufacturer narrative:
Patient identifier a1:(B)(6). E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arteriovenous fistula. A 7.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the second dilation. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.